Event description:
A male underwent initial aaa repair with embolization and covering of one internal iliac artery in late 2006. The physician placed one flex main body and two iliac leg grafts. The other common iliac artery was sealed with one of the iliac leg grafts knowing that it would eventually need to be covered. The implanting physician wanted collateral flow to accumulate for the other side. Unfortunately, the follow-up was not thorough enough to see that the original iliac leg graft had begun to leak. The patient presented with abdominal pain. CT showed that due to extreme tortuosity, the original flex main body was slightly lower than the lowest renal. The physician on hand, having a renu converter in the or, chose to implant that and embolize the existing internal, and land in the external with another iliac leg graft in 2008. The endoleak was resolved.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions and the correct deployment procedure. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated the event was due to anatomical changes over time. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.